Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable became bent and the customer experienced difficulty charging the pump. Blood glucose level was not impacted. Reportedly, the customer was able to charge the pump with an alternate cable.